Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported symptom "unit has hi pressure occlusion 23 p.s.I." The device passed the downstream occlusion testing and the preventative maintenance tests and operated within specification in relation to the reported symptom. The device as recalibrated tot ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump "has hi pressure occlusion 23 p.s.I." It was also reported that there was no patient involvement.